Event description:
Additional information clarified that the ra lead remains implanted.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up high out of range pace impedance measurements as well as high pacing thresholds were noted on the right atrial (ra) lead. High pacing thresholds were also noted on the right ventricular (rv) lead. It was noted that the patient has had electrical stimulation therapy in (B)(6) 2017 and an inquiry regarding the device possibly being damaged from this therapy was suspected. No adverse patient effects were reported. A review by technical services (ts) was requested. A review by ts noted that the atrial impedance started to rise the week of (B)(6) 2017 and was first out of range recorded on (B)(6) 2017. The jump occurred before the electrical stimulation thus the device would likely not be damaged. X-ray imaged did not show any signs of a lead fracture or damage. Further device analysis noted no faults or resets. Everything on the device appeared normal except for the high atrial lead impedance measurements and relatively high pace thresholds.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that a revision took place. The ventricular lead values were stable. It was noted that the right atrial (ra) lead was tested with a pacing system analyzer (psa) which appeared normal. It was noted that when removing the ra lead from the device the white seal plug was missing and when attempting to extract the ra lead the setscrew fell down. It was suspected that during the implant in 2009 the ra lead setscrew was not secured properly and a connection issue was suspected. The device was also replaced as the device was near elective replacement indicator (eri). The ra lead and device will be returned. No additional adverse patient effects were reported.